Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip was damaged at 42,553 joules use of use. The procedure was completed using a second fiber. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Fiber analysis: the fibers cap was found to be detached; the fiber broken proximal to the fiber/cap glue zone. Charring and melted shrink tubing at the fiber break location a were also observed. The fiber cap was not returned with the device. There was no indication or report of any part of the device remaining inside the patient. The fiber/cap conditions could result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.